Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that the battery removal test failed. When a capacitor was replaced the battery removal test passed. Conclusion: confirmed the battery removal failure was caused by a capacitor component failure.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was contaminated, the lower case was broken and contaminated, the side bail covers were broken and missing, the ring cover was broken, the battery contacts were compressed, one side bail was missing, the keyboard was scratched and the main printed circuit board (pcb) was out of electrical specification. (B)(4).